Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 10/31/2019. Device returned to manufacturer? Yes. Device evaluation: the product, including only the pcb00 device and the folding carton were received at the manufacturing site for evaluation. Visual inspection was performed to the sample, the following were the observations: the plunger and push rod was observed in advance position. Viscoelastic residues were observed in the device. As part of the assessment performed, preloaded device was disassembled to evaluate upper and lower body and plunger-nut-pushrod assembly under microscope. During the verification of the bodies and plunger-nut-pushrod assembly, no flash or parting line that exceed specification was identified. Plunger-nut fitting assembly was evaluated and no identified tight fitting. Nut cavity was identified as from cavity a mold al-16. The complaint issue was not verified. Manufacturing record review: the manufacturing records for the device were reviewed and no non conformance reports, discrepancies or deviations for similar issues were found during the manufacturing record review. The units were released according to specification with the product intended use as required. A search in complaint system revealed no additional complaint was received from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: unknown as it was not provided. If explanted; give date: not applicable / lens remains implanted (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon inserting the intraocular lens (iol), model pcb00 23.0 diopter into the eye, the surgeon observed and voiced that something in the form of white particles had come out of the introducer with the lens. The white particles were easily removed during surgical irrigation and aspiration. The patient outcome was reported to be good, and the lens remains implanted. There was no delay in surgery reported and no surgical interventions such as vitrectomy, incision enlargement or sutures were required. No additional information was reported.